Event description:
On (B)(6) 2014, the patient reported that her insulin cartridge was leaking when she fills it. She stated that she has had this problem with two cartridges from the same box and has not experienced any problems from cartridges from other boxes. No adverse event was reported. The insulin cartridges were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.